Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that the speaker required replacement. The rse determined that thespeaker assembly needed to be replaced. A non-engineering material only service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker to resolve the issue. The customer assumes responsibility for the repair of the device. If additional information is received the complaint file will be reopened. D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The customer reported that the fault on the loudspeaker. There is no sound coming from device. The device was not in clinical use at time of event. No patient involvement.